Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe s2 2ml 25ga 1in, the device experienced foreign matter in device syringe fluid path. The following information was provided by the initial reporter. The customer stated: water droplets were found in the syringe before use.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 301941 and lot number 1901193. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for further evaluation by our quality engineer team. Through examination of the retained samples, no signs of defect could be found. Based on the limited investigation results, an exact cause related to the manufacturing process could not be identified for this reported incident.

Event description:
It was reported when using the bd syringe s2 2ml 25ga 1in, the device experienced foreign matter in device syringe fluid path. The following information was provided by the initial reporter. The customer stated: water droplets were found in the syringe before use.